Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported improper shutdown which was reproduced. A review of the event history log identified improper shutdown. The reported condition was verified. Visual inspection determined the cause to be two depressed battery pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The process step was unknown. There was no patient involvement. No additional information is available.